Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae(stroke): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67-year-old female patient with a history of dementia presented with acute myocardial infarction complicated by cardiogenic shock. She was initially supported with an impella cp and subsequently escalated successfully to an impella 5.5. During the course of impella 5.5 support, the patient developed symptoms concerning for stroke (left sided facial droop, left sided weakness). A cranial CT scan was performed and showed no pathological findings. The impella 5.5 was ultimately weaned successfully. No additional clinical details were provided.